Event description:
The healthcare provider was initiating an infusion of magnesium and was priming the IV tubing. The IV tubing was defected and was broken and leaking medication that was being primed.